Event description:
It was reported that pump touchscreen became cracked and shattered during sleep, and screen under protector was damaged so touchscreen became illegible and could not be used. There was no adverse impact to the customer's blood glucose level. Customer switched to multiple daily injections as backup therapy while Technical Support arranged shipment of replacement pump, confirmed shipping address, instructed customer to place damaged pump in storage mode, to reenter pump settings and reconnect continuous glucose monitor on the replacement device, and to return damaged pump using prepaid label within 10 days.